Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date when patient¿s symptoms began is unknown. This report is for eight unknown 3.5mm locking screws. Part and lot numbers were not provided by reporter. UDI is not available. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The date of implant was reported as an unknown date in (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total hardware removal was performed on (B)(6) 2015 due to the patient complaints of pain/discomfort during movement associated with her variable angle locking compression plate (va-lcp) proximal tibia plate. The va-lcp plate, eight unknown 3.5mm locking screws, and one unknown 3.5mm conical screw were explanted during the revision surgery. There was no allegation of implant malfunction. There was no surgical delay reported for the revision surgery. The date of the original implant was an unknown date in (B)(6) 2015. This report is for eight unknown 3.5mm locking screws. This report is 1 of 3 for (B)(4).